Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with injection of vancomycin (one gram, frequency, route and duration not reported) and injection of meropenem (250 mg per bag, duration not reported) for the event. Dianeal and extraneal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.